Manufacturer narrative:
Consumer reported visiting their doctor due to experiencing irritation when using the product. There was no diagnosis. The consumer reported the doctor advised that the consumer stop using the product. There was no report of medical treatment associated with the experience. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. No product was returned for evaluation.

Event description:
Consumer reported visiting their doctor due to experiencing irritation when using the product. There was no diagnosis. The consumer reported the doctor advised that the consumer stop using the product. There was no report of medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.